Event description:
Upon removing a distraction pin from the c6 vertebral body, the tip broke off and was left in situ. According to info obtained from the user facility, the single-use distraction pin had been reused. Per the surgeon, there was no adverse reaction to the pt as a result of the fracture. This event type is occurring below the frequency and severity that are usual for this device.